Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 3.00mm x 12mm liberté¿ stent stent was selected to treat the target lesion. However, during introduction, the physician noticed that there was kink on the strut of the stent. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed that the proximal end of the stent was damaged. There were stent struts that were flared and bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that there were no patient complications reported and the patient's status was good.